Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that replacement of the uninterruptible power supply (ups) resolved the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site biomedical engineer reported that, while outside of a procedure, the viewing station of the imaging system screen was black though the power and line power lights were illuminated. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the suspect uninterruptible power supply (ups) was completed. Testing found that the batteries for the ups were not holding a sufficient charge. Once replaced with new batteries, the system functioned as designed.